Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper actuation issue was not confirmed during return device analysis a review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully. A third clip delivery system (cds) was advanced to further reduce mr and grasping was performed, but eventually the gripper arm stayed up and would not lower. Troubleshooting was performed but there was no movement of the gripper arm. The clip was not implanted, and the cds was removed and replaced. Two clips were implanted, reducing the mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.